Event description:
Patient had been seen multiple times with ultrasound used. Setting was continuous 1.5 watts/centimeter squared 3 megahertz at l lateral hamstring tendon in area of increased tissue density. At no time was the sound head still or removed from contact until at approximately 3 minutes of use patient reported it was very hot. At the same time, therapist noted that the intensity setting on machine was blinking. When patient reported ultrasound was hot, sound head was immediately removed. Patient reported that it felt fine after removal. Pinkness noted but no burns or other skin irritation. Setting was then changed for 1.2 watts/centimeter squared and restarted at otherwise the same settings. Within 30 seconds, machine was noted to be blinking the intensity setting once again though patient reported no pain or discomfort. Ultrasound was immediately terminated and removed. Gel was removed from skin and there was no tenderness with palpation. Pinkness dissipated. No pain or discomfort with active knee curls. Ultrasound machine was removed from service. A different ultrasound was then used for another 4 minutes at the same settings for 1.2 watts/centimeter squared. Patient had no problems and reported that this machine did not have the warmth of the other machine. Tissue density did improve with this machine. No pinkness. Continued session with exercises with no complaints. Patient reported no pain or discomfort or questions at end of session.